Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% there was stopper separation from plunger. The following information was provided by the initial reporter. The customer stated: "rubber separated."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 0337488. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return at this time, sixty retained samples of the same lot number were obtained for evaluation. The retained samples were inspected for stopper separation from plunger; however, no defects were identified. It is possible that the reported defect happened during the plunger assembly process. In this step, the plunger is assembled into the stopper by pressure. If the machinery is not well adjusted, the plunger rod may become loose from the barrel after visual inspection is performed. As the physical sample was not available, this exact defect and cause could not be confirmed. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The severity of this defect is considered negligible as the plunger rod can be screwed into place to flush the syringe and the functionality of the product is not affected. H3 other text : see h10.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% there was stopper separation from plunger. The following information was provided by the initial reporter. The customer stated: "rubber separated."